Event description:
It was reported that the patient presented to the emergency room with chest pain and hypertension. Upon interrogation of the device, the right ventricular lead exhibited an elevated threshold. At the same time an echocardiogram was performed and concluded that the patient had a pericardial effusion due to a microperfusion of the rv lead. The patient was brought to the operating room (or) for a pericardial window. The blood from the pericardial sac was removed and a chest tube was left in place. The patient left the or in stable condition. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.